Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. It was indicated after the exchange the lens still rotated, it was repositioned but then continued to rotate. Lens remains implanted.

Manufacturer narrative:
Correction:b3 - date of event (B)(6) 2025.b5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. It was indicated after the exchange the lens still rotated, it was repositioned but sitll continued to rotate. Corneal edema and significant reduction of enothelial cell count was also noted. Lens remains implanted.d4 - serial# corrected from (B)(6) in initial MDR to (B)(6).h6 - 4581: significant reduction of endothlial cell count.claim#: (B)(4).